Event description:
The patient with this pacemaker is pacing at max sensor rate and upper rate behavior had been noted. The patient did a cardioversion for atrial fibrillation (af) and the field representative did a re-calibration and seems to be doing fine. Boston scientific technical services (ts) discussed to do a hall walk and make sure to have a correct rate response. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.